Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 1 month. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that thrombus was observed in the outflow graft. Additional information was requested, but not provided.

Event description:
On 01may2018, it was reported that the patient was admitted on (B)(6) 2018 with altered mental status and falls. It was found the patient to have a femur head fracture and had hip arthroplasty on (B)(6) 2018. On (B)(6) 2018, a CT showed a narrowing of the lumen of the anterior conduit extending to the aortic root suggestive of a nonocclusive thrombus. A head cta was negative for acute stroke. The vad parameters: speed 9200, flow 3.7-4.2, pi 6.4-6.7, power 4.8-5.1 and the vad system had no alarms. The patient¿s neurological examination quickly improved and was extubated and transferred back to the floor on (B)(6) 2018. The patient then began experiencing dark tarry stools with drop in hemoglobin and hematocrit. An upper endoscopy on (B)(6) 2018 was negative, and anticoagulation for lvad resumed (B)(6) 2018. Early morning on (B)(6) 2018, the patient had an episode of arteriovenous malformation (ams), agonal breathing, and this time the patient¿s lvad system was significant for low flows. The patient was again transferred to cardiovascular intensive care unit (cvicu), intubated, then extubated that night. On (B)(6) 2018, the patient developed septic shock and was intubated, underwent bronchoscopy, administered vasopressors, and taken back to the or for washout and culture of left hip wound site. The patient¿s bals ultimately speciated w/ ecoli and was continued on antibiotics. The evening of (B)(6) 2018, given overall decreasing functional the patient was made a do not resuscitate (dnr). The family made the decision to transition to comfort care in the setting of ongoing septic shock, inability to wean from the ventilator and progressively decreasing functional status. The patient was terminally extubated and the patient¿s lvad system was ceased. The patient expired on (B)(6) 2018. The pump will not be returned for analysis. No additional information was provided.